Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow faults. A specific cause for the reported events (subarachnoid hemorrhage, syncope and low flow fault), as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6) could not conclusively be determined through this evaluation. It was reported that the patient was admitted for a syncope episode and subsequent subarachnoid hemorrhage. The submitted controller event log file contained data from (B)(6) 2021 at 22:31:38 to (B)(6) 2021 at 6:21:41. On (B)(6) 2021 at 23:32:48 there was a captured event where the calculated flow was below the low flow threshold of 2.5 lpm; however, it did not last long enough to trigger an alarm and resulted in 1 low flow fault. The low flow fault was associated with an elevated pi reading of 11.7. Of there were no other abnormal events captured ¿ the only other captured events were associated with pi events and power cable disconnects. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as expected. Multiple attempts to gather additional information were attempted; however, none was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas instructions for use (IFU) lists bleeding and stroke as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications. This IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The heartmate 3 patient handbook states that in the event of a low flow hazard alarm, call the hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 21dec2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for a syncope episode and subsequent subarachnoid hemorrhage (sah).